Event description:
It was reported that the patient experienced a ventricular tachycardia. The ventricular tachycardia slowed and fell below the programmed ventricular tachycardia rate zone of the implantable cardioverter defibrillator. The device marked the slowed ventricular tachycardia as having returned to sinus despite continuing arrhythmia. The device functioned appropriately as programmed. No intervention was performed as the patient expired due to undetermined reasons. The physician did not believe that the death was related to the device.

Manufacturer narrative:
Analysis was normal. No anomalies were found.